Event description:
It was reported that the patient passed away from multisystem organ failure (msof). It was communicated that the death was not device related as it operated as expect and it would not be returning for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2021. Additional information was later communicated, stating that the cause of death was determined to be multisystem organ failure (msof). The device reportedly operated as expected and the patient's outcome was not considered device-related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists various types of organ failure and death as adverse events that may be associated with the use of heartmate 3 lvas. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.